Manufacturer narrative:
This MDR is related to ge healthcare complaint number.

Event description:
There was a manufacturing defect on the ribbon cable socket to the collimator plug. The interface board was replaced on the system.